Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarmed. The pump was received with cracked case at display window corners and display window. The pump was received with minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call of a button error alarm from the insulin pump. The customer's blood glucose level was unknown. The customer stated that the buttons are not responding when being pressed. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.